Manufacturer narrative:
The device was received fully deployed with timeouts and a subsequent occlusion alarm observed within pod data. Cracks were observed on the top and bottom housing. Fluid was observed to leak from the exposed portion of the soft cannula near the tip of the hard cannula. The timing and cause of these damages could not be determined. No damages or defects that would contribute to a hazard alarm were observed. The exact cause of the timeouts and subsequent alarm could not be determined. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 280 mg/dl, while wearing the pod between 24 and 36 hours on the infusion site (leg). The pod gave a hazard alarm. As treatment, the patient gave a correction bolus.